Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic sensor alarm during repair service. There was no patient involvement.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a damaged fiber optic sensor connector during repair service, performed by a getinge field service representative (gfse). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: b5, d5, e1, e2, e3, e4, g2, h6 (medical device - problem code, component codes) full name of reporter is andrew mcloughlin. In order to fix the issue, the field service engineer (fse) replaced the optic sensor cable assembly. The fiber optic sensor test passed. The fse then complete a preventive maintenance with full calibration. The unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The nrc verified that the fiber optic sensor connector is being damaged/broken and the optic sensor cable would not seat correctly in to the fiber optic sensor.